Event description:
Complainant alleged that while treating a patient (age & gender unknown) the device would not charge energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.